Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021, the oncology department of our hospital found that in the open kit attachment when the peripheral central venous catheter was placed on the patient, because the inner cavity of the sleeve was too small, the tube that transported the liquid could not pass through the sleeve. Affect the patient. It caused redness and swelling at the patient's catheterization site, accompanied by slight venous inflammation.